Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart several times. The customer's blood glucose was unknown. The customer had experienced a battery problem. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal deliver and with a corroded battery tube. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, a21 error test and occlusion test due to motor error alarms. Unable to confirm excessive no deliver alarm due to motor error alarm. Unable to confirm a21 error alarm due to motor error alarm. All operating currents are within specification. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.